Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An opthalmic surgeon reported that the distal portion of an endoilluminator probe broke off in the patient's nasal lacrimal sac during a bilateral endoscopic dacryocystorhinostomy. The fragment was not removed as the surgeon deemed the foreign body will remain inert in the nasal lacrimal sac. There was no patient harm.